Event description:
Pt reports they initially experience a headache and arrythmia, but once hizentra infusion continues symptoms subside. Pt states this is a reoccurring issue. Pt reports they have a-fib and is closely monitored. Pt also reported hizentra leakage occurring but could not say where leaking from, but states it is not a significant amount and not much lost just a few drops on their pants. Pump serial number currently checked out: (B)(6) expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Unknown. Is device associated with event available for return? Unknown.